Manufacturer narrative:
The report of a severed percutaneous lead (lead) was confirmed based on the photo provided by the user facility showing the area where it was accidentally cut. A distal end lead replacement was performed on (B)(6) 2016 and the severed external portion/distal end of the lead was returned for evaluation. The 15.5 inch lead segment was tested for electrical continuity testing and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead segment was submerged in a saline bath for high potential testing and this testing did not reveal any current leakage in the insulation of any of the lead wires. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years, 5 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad driveline was severed unintentionally by nursing staff while performing a driveline dressing change. The lvad was off for approximately 90 minutes, and the patient condition was worsening. Heparin and dobutamine infusions were initiated. The manufacturer's technical services representative performed a percutaneous lead (driveline) replacement on (B)(6) 2016. Lvad support was not initiated at this time, as an echocardiogram was pending. The driveline was connected by hospital staff but the pump failed to start. Estimated pump flow and pump power both showed zero on the system monitor. The pump was reportedly off for approximately 17 hours total. The lvad did restart after exchanging the system controller. The pump power and estimated pump flow we reported to be normal. The patient is reportedly doing well with no signs of hemolysis the plan was for discharge. No additional information was provided.